Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ i.v. Catheter 22ga x 1.00in (0.9 x 25 mm) (vialon e) experienced leakage at the connection site during use. The following information was provided by the initial reporter: leakage occurred twice from specified lot. Connected with planecta infusion set and extension tube.

Event description:
It was reported that the bd insyte¿ i.v. Catheter 22ga x 1.00in (0.9 x 25 mm) (vialon e) experienced leakage at the connection site during use. The following information was provided by the initial reporter: leakage occurred twice from specified lot. Connected with planecta infusion set and extension tube.

Manufacturer narrative:
H.6 investigation summary : four photos and 94 samples (93 representative and 1 actual) were received by our quality team for evaluation. Upon visual inspection it was observed that there was a dent at the inner luer; however, when the sample was subjected to catheter leak testing it passed and no leakage was observed. The incident could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, a probable root cause could not be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.